Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the optical and tube were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Correction: h6: component code and investigation findings have been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. Investigation summary: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: ¿ outer tube damaged, needle outer tube bent, distal tip distal tip damaged ¿ illumination distal tip fiber damaged ¿ optical system, optical components broken lenses in optical system, distal cover glass/negative damaged scratch/cracked/residue ¿ cosmetic issue rust/discoloration ¿ broken (2+ pieces) : device fractured, visual : deformed/bent, visual : corrosion/rusting/pitting per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that at the start of an unspecified surgical procedure on (B)(6) 2024, it was observed that the c-mount endoscope, mitek lock 30 degree x 2.7 mm x 75 mm device scope was broken. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces: device fractured. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.